Event description:
It was reported that a revision surgery was performed due to superficial infection. Insert and patellar component were replaced. The surgeon does not blame the products.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and insufficient clinically relevant supporting documentation was provided, therefore, a thorough medical investigation could not be performed. However, it was reported that the surgeon did not fault the components , as the superficial infection was the cause for the revision of the poly insert and patellar component. The patient impact beyond the revision procedure, treatment for the reported infection and an expected brief post-op rehabilitation phase cannot be determined. No further medical assessment is warranted at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Additional information: concomitant medical products.